Event description:
Related manufacturer reference number: 2017865-2024-33758. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) and right atrial (ra) leads had an unspecified oversensing. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Correction: section b5- the oversensing was due to noise, instead of an unspecified oversensing.

Event description:
New information received notes that right ventricular (rv) and the right atrial (ra) were explanted and replaced on (B)(6) 2024. The patient was in stable condition.